Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-70 serial: (B)(4), description: linear st lead, 70cm; model: sc-2366-70, serial: (B)(4), description: linear 3-6 lead, 70cm.

Event description:
A report was received that the patient, that is enrolled in the relief clinical study experienced nausea, vomiting and dizziness while using the stimulation. Reprogramming was attempted several times but it did not resolve the symptoms. The patient decided to have her entire system explanted. The event was reported as not related to the procedure or device and related to the stimulation.

Manufacturer narrative:
The ipg and leads were returned for technical analysis and the investigation did not reveal any potential manufacturing issues; therefore, the root cause of the patient's symptoms could not be definitively determined.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 03:47 pm CT.the report number is being corrected from: 3006630150-2018-62293to: 3006630150-2018-02358.

Event description:
A report was received that the patient, that is enrolled in the relief clinical study experienced nausea, vomiting and dizziness while using the stimulation. Reprogramming was attempted several times but it did not resolve the symptoms. The patient decided to have her entire system explanted. The event was reported as not related to the procedure or device and related to the stimulation.